Manufacturer narrative:
The manufacturer is waiting for the return of the sling for thorough inspection. Further info will be provided upon conclusion of the manufacturer's investigation.

Event description:
Two staff members were transferring resident from bed to wheelchair when the right leg strap gave way and resident fell out of sling, hit the bed side rails, and fell onto the floor. Resident sustained a laceration to the right ear and a few scratches; four stitches were required, and x-rays did not reveal any other injury.